Event description:
It was reported that a patient presented remotely via merlin.net. Review of transmission revealed far-r wave oversensing resulting in inappropriate automatic mode switch on their implantable cardioverter defibrillator (ICD). Programming changes were performed. The patient condition was stable.